Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op and post-op diagnosis: symptomatic cystocele with stress urinary incontinence, rectocele. Name of procedure: anterior colporrhaphy with placement of suburethral sling using ivs tunneler technique, posterior colporrhaphy, cystoscopy.

Manufacturer narrative:
(B)(4).